Manufacturer narrative:
(B)(4). Date sent: 7/17/2017. Batch # unk.

Event description:
It was reported by the affiliate that during an unknown procedure, the device didn't work as it should. At the first shot, the clamps didn¿t close entirely. It was necessary to replace for another device to finish the surgery. There wasn't any damage to the patient, no adverse consequences for the patient reported.